Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (34 mg/dl). The customer consumed carbohydrates to treat the bg. The cause for the reported issue is unknown.